Event description:
Patient began showing signs and symptoms of tia/stroke (transient ischemic attack) during procedure. This case was part of a post market research study using an approved filter wire and stent. During the procedure, doctor and the scrub tech were prepping the filter wire. According to doctor in retrospect, he believes the filter was damaged during the prep. The wire was advanced into the filter instead of the tract next to it. At the time, doctor did not feel this would impact its performance. During post procedure review of the images, he did not feel it was clearly represented that the filter deployed correctly. When the patient began to experience symptoms, the stroke team was activated. Two hours post-procedure, all the patient's symptoms had resolved.